Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed but the exact cause remains unknown. One stylet t-lock assembly was returned for investigation. The stylet was returned unraveled and elongated. The distal 14 cm of the stylet coils were intact. Microscopic observation of the stylet revealed the core wire to be fractured. The distal end of the core wire was observed to be uneven. The distal weld tip was not present on the stylet. Based on the condition of the returned sample, possible contributing factors include retraction against resistance and extension of stylet past catheter tip. The position of the catheter and withdrawal method may have affected the retraction of the stylet. The product instructions for use (IFU) states, "never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position." A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the physician removed the stylet after placement of the catheter, it was found that the stylet was damaged. There was no reported patient injury.